Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was adjusted/re-seated to resolve the reported smoke/haze/odor issue. Unit meets specifications and was returned to service. Reference asp complaint # (B)(4).

Event description:
A customer reported an event of "smoke and h2o2 odor" emitting from the sterrad® 100s sterilizer while running a cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Initial reporter first and last name correction from (B)(6) to none. Initial reporter facility name correction to (B)(6) hospital; health professional correction from no to yes. Correction from ¿the catalytic converter was adjusted/re-seated to resolve the reported smoke/haze/odor issue¿ to ¿the catalytic converter was replaced to resolve the reported smoke/haze/odor issue.¿ asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells and smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells and smoke/haze issue was reviewed from june 2017 to december 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the odor/smells and smoke/haze issue is the catalytic converter. The field service engineer replaced the part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).